Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 258 mg/dl. Device battery cap had been replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on the interface board also, unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to blank display. The insulin pump was monitored after replacing the faulty component and no a17 alarms, a21 alarms or constant tone noted. However, the insulin pump had multiple a47 alarms in history screen due to corrupted history file. The insulin pump was received with cracked case at the display window corners and minor scratches on the lcd window.